Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor overheating) was confirmed. Upon investigation, the monitor was drawing excessive current would not power up. The u1003 programmable logic device was thermally damaged on the monitor c/a board. The cause for the thermal damage was isolated to damaged high-voltage capacitors c19 anc c22 on the monitor defibrillator board. C19 and c22 were broken free from the defibrillator board, causing the monitor to draw excessive current. The root cause for the broken leads on c19 and c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken c19 and c22 capacitors. The patient received a replacement monitor.

Event description:
A (B)(6) distributer contacted zoll customer support to report that a patient's monitor was overheating. The patient was issued a replacement monitor.